Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a missing sensor wire and an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated upon removal of the sensor, the sensor wire was missing. On (B)(6) 2018, the patient visited the general practitioner (gp) due to having discomfort in the sensor insertion area. The patient stated a nurse inserted a small needle under their skin and confirmed that they could feel what could be a small piece of wire. The gp and nurse advised the patient that they were not going to cut into the skin to remove the sensor wire and stated the patient should return if the area became inflamed or infected. At the time of contact, the patient stated they have a small lump at the sensor insertion site. No additional patient or event information is available. No product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.